Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s experienced high blood glucose level of 23 mmol/l. Customer reports they received a critical pump error image on the insulin pump screen. The customer also reported flashing screen and crack on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book), missing segments, partial display, flashing black and white during testing. Insulin pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Insulin pump received with post-reset alarm, history pointers failed alarm, trace pointers are invalid alarm, power supply test failed during self-test alarm during self test and high sleep current measurement due to moisture damage electronic assembly. Insulin pump received with missing display window cover, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.